Manufacturer narrative:
Results: a sample was not returned for evaluation. A photo was returned for evaluated. The photo showed small black objects inside the extension tubing, however unable to confirm what the material is. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6294421, 6354061, 6354060. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Actual sample is not available it was from one of these three lots. Lot # 6294421 mfg date 2016-10-20 exp date- 2019-10-31; lot # 6354061 mfg date 2016-12-19 exp date- 2019-12-31; lot # 6354060 mfg date 2016-12-19 exp date- 2019-12-31. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported there was black foreign matter in the e-tubing of a bd saf-t-intima¿ closed IV catheter system. No injury or medical interventions reported